Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed a no delivery alarm during a bolus delivery. Customer's blood glucose was unknown. During troubleshooting, device alarmed a no delivery alarm during manual prime. Customer was advised the alarm was caused by the reservoir occlusion. Customer was advised the reservoir will be replaced. Customer will not be returning the device for analysis.